Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping without any alert or vibration. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to run the self test and the device did not respond appropriately to button presses. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No excessive no delivery or motor error alarms were noted. The pump passed the delivery accuracy test. The motor was tested outside the device and it passed. The pump properly audio/beep all alarms received during testing. No audio/beep anomalies were noted. No cosmetic damage was noted.